Manufacturer narrative:
Gtin number for item: mp9238-c, lot: 17016550 is (B)(4). The customer¿s report that the maxplus connector disconnected from the bifuse was not confirmed. The set was received with one of its maxplus valves separated from the proximal female luer of its corresponding tubing section. Visual inspection of the separated components showed no obvious damages. Functional testing was performed by reattaching the separated valve to its mating luer. There was no observation of any component separations or other issues. The set's other line was also reprimed with no observation of any component separations or any issues. Pressure testing resulted in no disconnections. The root cause was not identified.

Event description:
The customer reported that the maxplus connector disconnected from the bifuse leaking blood onto the floor.